Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The representative reported via phone call that the customer was hospitalized due to diabetic ketoacidosis. The representative reported that the customer experienced low blood glucose during the hospitalization. The customer's blood glucose was 720 mg/dl at the time of the incident. The representative stated that the customer was given insulin drip to treat the high blood glucose. The representative stated that the customer was given glucose tablets for the low blood glucose. The insulin pump will not be returned for analysis.